Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they were having issues turning stimulator on. They said for a few days, they were only able to get a big shock and that was it. The patient stated that the programmer wouldn¿t turn the stimulator on at all. They had increased to 6.5 and didn¿t feel stimulation. It was noted that nothing happened when they turned the stimulation off. They tried to use the programmer on the phone, and they were only able to get the poor communication screen with and without the antenna. It was further stated that there was no telemetry with or without the antenna. Additional information received reported the patient had an appointment with their physician on (B)(6) 2016. The circumstances that led up to the reported issues were that the device wasn¿t working properly. The patient had increased frequency of urination. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.